Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range shock impedance measurement of 0 ohms. All previous measurements were within range. Boston scientific technical services (ts) was consulted and discussed bringing the patient in for evaluation and also attempting to identify any possible sources of electromagnetic interference (emi). Further discussion with the patient noted that they had muscle stimulation during physical therapy on the same day as the out of range measurement. Subsequently the physician opted to monitor the patient. The right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis relating to the explant reason can be found on report number 2124215-2016-02978.

Event description:
The device was explanted seven months later for an unrelated issue reported on report number 2124215-2016-02978. The device was returned for analysis.